Event description:
Doctor requests new sharp graters for consigned sets at asc. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Additional follow-up is being conducted to determine the initial reporter information. If/when this information is received, a supplemental med watch report will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual examination of the returned device confirmed, the reported allegation cutting surface. Thus, a normal wear by usage, is not as sharp as first use condition. Additionally, rust can be seen on the device. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mrae) was not performed.